Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a non-tortuous and moderately calcified mid left anterior descending artery that was 90% stenosed. A 3.0 x 15 nc traveler balloon catheter was used for post-dilatation and advanced to the lesion. When attempting to inflate the balloon, the balloon ruptured at the first inflation at an unknown pressure. The balloon catheter was prepped per instructions for use. No other issues were reported. A non-abbott balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.